Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: terumo; sheath, 6fr, 8fr. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo lesion in the mid iliac artery that was (B)(4) stenosed. A kissing iliac stenting procedure was performed through two 6fr sheaths. Direct stenting was performed with two omnilink elite 35 9mmx39mmx80cm. The two omnilinks were properly placed in the treatment area. The physician wanted to deploy both stents simultaneously but then noted that the right stent slipped off the balloon during deployment and migrated towards the aorta. The migrated stent was retracted back into the iliac with the assistance of a gooseneck snare device. The 6fr sheath at the right side was then replaced with a 8fr sheath to be able to place another non-abbott wire in the iliac, next to the wire with the undeployed stent. The undeployed stent was then embedded into the vessel wall and another omnilink elite 9mmx59mmx80cm was used to successfully complete the procedure. No reported patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties and subsequent patient effects are related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.